Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to a damaged inlet within the power cord receptacle. In addition, the power switch cap was peeling off, which exposed the power switch on the surface which could have been exposed to external elements entering the switch, causing damage.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device the air joint unit & connector socket was worn out. The air pump unit & metal bracket inside the unit was corroded. The power switch was damaged with a cracked protective cover and the plastic cap separated. Additionally, rear damage to the device was confirmed as the ac inlet was pushed in. The four section feet were deformed and the top cover & main chassis were rusted inside. There was no patient harm reported from this event. At the completion of the investigation, or if additional information is received, a supplemental report will be submitted.

Event description:
As reported, the back of the electronic acc maintenance unit was broken and unable to be plugged in. No harm or patient consequence was noted as a result of this event.